Manufacturer narrative:
The hill-rom technician found the external alarm was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not alarm at the bed. The bed was located in medsurg at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).